Manufacturer narrative:
(B)(4). The instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the flex arm would not stay tightened during an unspecified spinal surgery. No patient complications were reported.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Functionally evaluated the bed rail attachment end of the instrument by attempting to manually move, remove or manipulate the instruments at the attachment points after tightening. Unable to be manually moved, removed or manipulated manually after tightening. After visual and functional evaluation the instrument appears to be capable of performing its intended function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.